Manufacturer narrative:
Concomitant medical products: microclave; extension trifuse; syringe; pri tubing, therapy date: (B)(6) 2018. Report source: department assistant. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tpn filter plus trifuse were leaking on the second day of infusion. There was no patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report of a leak was confirmed. Visual inspection of the set showed no damage or any anomalies. Functional testing confirmed leaking at the engagement between the filter extension set and the pressure sensing disc extension set. Inspection of the engagement found that there was a loose connection. After tightening the connection no leaks were observed at that engagement or anywhere else throughout the set. A test infusion via a lab syringe pump module resulted in no alarms or leaking. The set¿s female and male luer ports were measured and found to be within iso standards. The root cause of the customer¿s report was a loose connection between the two extension sets.

Event description:
The customer reported that the tpn filter plus trifuse were leaking on the second day of infusion. There was no patient harm.

Event description:
The customer reported that the tpn filter plus trifuse were leaking on the second day of infusion. There was no patient harm.